Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead was partially fractured and they wanted to confirm a suspected fracture of the ventricular lead. It was further reported that there was high threshold and poor sensing with the leads. The atrial and ventricular leads were explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku

Event description:
It was reported that the atrial lead was partial fractured and they wanted to confirm a suspected fracture of the ventricular lead. It was further reported that there was high threshold, high impedance and undersensing with the leads. The atrial and ventricular leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured; the full lead was returned for analysis. The lead was flexed and a white substance was observed on the tip electrode. (B)(4) distal conductor fractured; the full lead was returned for analysis. The lead was flexed. (B)(4) performance data collected from the device has been analyzed. Lead warnings recorded on both leads. Atrial lead warning on (B)(6) 2010 with 57,033 post-warning high impedance paces. Ventricular lead warning on (B)(6) 2010 with 4,144 post-warning high impedance paces.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured; the full lead was returned for analysis. The lead was flexed and a white substance was observed on the tip electrode. (B)(4) distal conductor fractured; the full lead was returned for analysis. The lead was flexed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.